Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Event reported via medwatch report # (B)(4). The decision was made to place an intra-aortic balloon (iab). Iab was placed in the standard fashion. Shortly after turning on, the intra-aortic balloon pump (iabp) gave a leak in the system air and then noted to have blood inside the tubing, suggestive of rupture. A j-wire was placed through the iabp alongside the balloon, and the balloon and sheath were removed, leaving the wire in place. A new iabp introducer sheath was then placed and a new balloon was placed in standard fashion and turned on. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).